Event description:
The patient was initially hospitalized at the (B)(6) from (B)(6) 2025, diagnosed with normal pressure hydrocephalus (nph). The patient presented with progressively deteriorating gait impairment, which led to abasia, in the absence of upper cognitive function deficits, alongside urinary urgency. The neurological examination revealed no other focal deficits apart from gait instability. Neuroimaging demonstrated dilation of the ventricular system, transependymal cerebrospinal fluid (csf) permeation, and suspected aqueductal stenosis. Prior to this, on (B)(6) 2023, the patient had undergone a depleting lumbar puncture, which resulted insymptomatic improvement. On (B)(6) 2025, the patient underwent a laparoscopically assisted ventriculoperitoneal (vp) shunt placement, utilizing a sophysa polaris programmable valve (initial setting at 150 mmh_20). Notably, the opening pressure was determined immediately prior to the operation, and the valve was verified to be functioning normally. During the one-month post-operative follow-up evaluation, the patient exhibited no clinical improvement, contrary to typical expectations. A follow-up brain CT scan depicted the ventricular system maintaining the same dimensions. Consequently, it was decided to adjust the valve toa lower opening pressure in order to increase the csf flow rate. However, this adjustment could not be achieved, as the prior setting appeared unalterable using the available programming device. Suspecting a malfunction of the programming device, a new device was requested. The patient readmitted to the clinic on (B)(6) 2026. Despite using a different programming device, combined with immediate radiographic verification at the clinic's radiology department, the inability to adjust the valve was confirmed once again.the assistance of the local distributor was requested, and on (B)(6) 2026, a new adjustment attempt was performed in the presence of the company's supervisor, which also proved unsuccessful. At this stage, the patient was bedridden, gait could only be achieved with bilateral assistance. Consequently, a revision surgery to replace the shunt valve was proposed. The surgical procedure was performed on (B)(6) 2026. The valve was successfully explanted and will be dispatched for technical evaluation and analysis.

Manufacturer narrative:
Waiting for product return for analysis.